Manufacturer narrative:
Evaluation summary: a female patient reported that the injection button of her humapen luxura device could not be pushed down. The patient experienced increased blood glucose levels. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case reported by reported a consumer via a patient support program (psp), with additional information from the initial reporter via psp, concerns a (B)(6) female patient. Medical history included high blood pressure. Patients family and patient did not have drug adverse reaction history. Concomitant medication included acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog mix25), from a cartridge, via unknown lilly device, twice a day, 20iu in the morning and 22 iu in the evening, subcutaneously, for treatment of diabetes mellitus, beginning in 2015. On unknown date, she experienced eyes bleeding problem, which let a not good eye vision. It was a macular edema that was caused by high blood sugar (values not reported). These events were considered serious by the company due to medically significant reasons. Additionally, in (B)(6) 2016, the injection button of the device could not be pushed down (product complaint (pc) (B)(4)/lot number unknown). Corrective treatment and laboratory examinations were not provided. The outcome of the events was unknown. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The operator of the device and his/her training status were not reported. The general and suspect device duration of use was not provided but it was started in 2015. The action taken with the device was not provided and its return status was unknown. The consumer reporter did not know if eye bleeding problem was related to insulin lispro protamine suspension 75%/insulin lispro 25% and did not provide an assessment of relatedness between the remaining events and insulin lispro protamine suspension 75%/insulin lispro 25% treatment or device. Follow up would not be pursued as the reporter declined further contact and was unwilling to forward the patient consent to release confidential and privileged information form to the attending physician. New information would be evaluated as available. Update 24-aug-2016: additional information received on 22-aug-2016 from the initial reporter via psp. Added; lab data, macular edema and high blood sugar as serious events. Changed; unknown lilly device from concomitant to suspect device, vision was not good was deleted and (B)(4) was reprocessed. Upon review age of the patient and ethnicity were added. Narrative was updated accordingly. Update 25-aug-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 30-aug-2016: no further information was processed. Update 31-aug-2016. Additional information received 31-aug-2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly. Update 06-sep-16: additional information was received from the initial reporter on 02-sep-2016 via psp. The refusal for follow up was received. Updated narrative with the new information. Update 12-sep-2016: information regarding the pc number (B)(4) was received on 02-aug-2016. The pc had been already processed. No more changes made in case.

Manufacturer narrative:
Evaluation summary: a female patient reported the injection button of her humapen luxura device could not be pushed down. The patient experienced increased blood glucose levels. Investigation of the returned device (batch 1105b06, manufactured may 2011) found the foot had been detached and was not returned. Tool marks were observed on the tip of the injection screw indicating the device had been damaged in the field. The device met functional requirements, and the device could be dosed without the foot, exhibiting an increased injection force. An increased injection force is consistent with a missing foot; the friction between the tip of the injection screw and the plunger causes the injection force to be higher during dosing. No malfunction identified. It has been demonstrated that humapen luxura devices remain dose accurate with a detached foot. The user manual describes the proper care and storage of the device. It further instructs the user to not use the device if it appears broken or damaged and to contact lilly or their healthcare provider for a replacement device. There is evidence of improper use. The tool marks observed on the tip of the injection screw indicate the device had been damaged while in the field. This damage is not related to the manufacturing process.

Event description:
(B)(4). This solicited case reported by reported a consumer via a patient support program (psp), with additional information from the initial reporter via psp, concerns a (B)(6) chinese female patient. Medical history included high blood pressure. Patients family and patient did not have drug adverse reaction history. Concomitant medication included acarbose for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injection (humalog mix25), from a cartridge, via a humapen luxura burgundy, twice a day, 20iu in the morning and 22 iu in the evening, subcutaneously, for treatment of diabetes mellitus, beginning in 2015. On unknown date, she experienced eyes bleeding problem, which let a not good eye vision. It was a macular edema that was caused by high blood sugar (values not reported). These events were considered serious by the company due to medically significant reasons. Additionally, in (B)(6) 2016, the injection button of the device could not be pushed down (product complaint (pc) (B)(4)/lot number 1105b06). Corrective treatment and laboratory examinations were not provided. The outcome of the events was unknown. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The operator of the device and his/her training status were not reported. The general and suspect device duration of use was not provided but it was started in 2015. The device returned on 17oct2016. There is evidence of improper use. The tool marks observed on the tip of the injection screw indicate the device had been damaged while in the field. Update 17oct2016. Additional information received 17oct2016 from the product complaint safety database. The lot number was entered on the device page and the narrative was updated accordingly. The consumer reporter did not know if eye bleeding problem was related to insulin lispro protamine suspension 75%/insulin lispro 25% and did not provide an assessment of relatedness between the remaining events and insulin lispro protamine suspension 75%/insulin lispro 25% treatment or device. Follow up would not be pursued as the reporter declined further contact and was unwilling to forward the patient consent to release confidential and privileged information form to the attending physician. New information would be evaluated as available. Update 24-aug-2016: additional information received on 22-aug-2016 from the initial reporter via psp. Added; lab data, macular edema and high blood sugar as serious events. Changed; unknown lilly device from concomitant to suspect device, vision was not good was deleted and pc (B)(4) was reprocessed. Upon review age of the patient and ethnicity were added. Narrative was updated accordingly. Update 25-aug-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 30-aug-2016: no further information was processed. Update 31-aug-2016. Additional information received 31-aug-2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly. Update 06-sep-16: additional information was received from the initial reporter on 02-sep-2016 via psp. The refusal for follow up was received. Updated narrative with the new information. Update 12-sep-2016: information regarding the pc number (B)(4) was received on 02-aug-2016. The pc had been already processed. No more changes made in case. Edit 29-sep-2016: upon internal review it was added the safety receipt date for the follow-up received on 02-aug-2016. No more changes made in case. Update 17oct2016. Additional information received 17oct2016 from the product complaint safety database. The lot number was added to the case and the narrative updated accordingly. Update 30nov2016. Follow up received 29nov016 from the product complaint safety database. On the device tab recoded the device to humapen luxura burgundy, changed improper use or storage to yes, changed malfunction to no, entered the date of manufacture, entered date device returned, entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly. Edit 30nov2016. On the EU/ca field added the manufacture's final comments. 16dec2016 edit to add the medically significant follow up date for the device.